Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the stapler failed to open after the first fire. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the jaws were not stuck on tissue when the issue occurred. No adverse effect to the grasped tissue. No unexpected tissue removal. No bleeding was observed. A green reload was used and the issue occurred on the 2nd fire. No clamping issues were reported prior to firing the stapler reload. Unclamp followed surgical tech loading a new load, the stapler was put into port, surgeon took control and could not open jaws to fire. Once removed from body, the staff could not get the jaws apart physically either.

Manufacturer narrative:
The sureform 60 stapler was analyzed, and the complaint was not confirmed by failure analysis. Failure analysis was performed, and visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was clamped and fired. The instrument was fully functional. No failures could be found in the logs. No product issue was identified. The sureform 60 green stapler reload was analyzed and the complaint was not confirmed by failure analysis. Failure analysis was performed, and visual inspection did not reveal any damage to the reload. The reload was fired with the returned instrument and no issues were found. No logs could be found to determine if instrument was involved in a firing failure. The functionality of the reload was not affected and there were no device related failures. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified.

Event description:
Refer to h11 for follow-up information.